Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was saline solution damaged. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirmed the reported issue. The stm found saline to have contaminated the safety disk, tidal disk, and pim module assembly. To address the issue the stm replaced the pim module it comes with a new safety and tidal disk. A pm was due and the stm performed a full pm. Iabp passes all calibration, all functional and safety tests to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was saline solution damaged. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.